Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/one imbedded in my uterus") and device dislocation ("one coil below fallopian tube") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "at least two essure coils were implanted even though I only had one fallopian tube". The patient's past medical history included gravida ii and parity 2 ((B)(6) 1995,(B)(6) 1997). Concurrent conditions included body mass index normal. On (B)(6) 2011, 14 days before insertion of essure, the patient experienced pelvic discomfort ("discomfort"), back pain ("backache") and pain ("stabbing pain that radiates to the legs and left side of the body"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), asthenia ("loss of energy") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2013 performed hysterectomy removed the coil) and surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pelvic discomfort, back pain, pain, fatigue and mental disorder outcome was unknown and the asthenia and weight increased had resolved. The reporter considered asthenia, device dislocation, fatigue, mental disorder, uterine perforation and weight increased to be related to essure. The reporter provided no causality assessment for back pain, pain and pelvic discomfort with essure. The reporter commented: patient mentioned that at least two essure coils were implanted even though I only had one fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - in (B)(6) 2014: essure confirmation test. Ultrasound scan - on an unknown date: device is still in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received. Case became incident in follow up reporter added, patient historical condition added,lb data added. Events added as follows:-uterine perforation, device dislocation, pelvic pain, abdominal pain, fatigue,mental disorder,device use issue,asthenia,weight increased. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.